Event description:
The fax received from centocor indicated the following information: pt developed cypher instent restenosis and is about to undergo another percutaneous coronary intervention for treatment.